Manufacturer narrative:
Correction: the correct explanted date is (B)(6). (B)(4).

Event description:
Per the clinic, the recipient experienced a head trauma on the implant side.the device was explanted on (B)(6), 2013, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).